Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 14-oct-2020 indicating that the event occurred during routine inspection. No patient was involved. Device evaluation completion date: 11/04/2020. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was not able to be duplicated. It was noted that an error was made when loading the cassette; improper loading of the cassette was the cause of the reported issue. Based on the evidence, the complaint was not confirmed, and no fault found.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had a cassette attached error. There were no reported adverse effects.